Event description:
It was reported that brown liquid was observed coming from a hand piece during the sterilization process. The account was unable to provide detail as to which specific hand piece was leaking, as they were all placed together in a repair bin. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.